Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was involved with an adverse event without an identified device malfunction. After device use, the patient experienced redness and swollen at the indwelling site. Patient continued experiencing redness and swelling after discharge from the hospital. Patient returned to the hospital to receive additional treatment as a result. The following information was provided by the initial reporter: child went to hospital, right ankle was given intravenous indwelling needle puncture, on 4.27 pulling needle, patient was discharged from hospital on (B)(6). Child with the right ankle during partial discharge needle was still red and swollen, told relatives back home to give complexing iodine disinfection, frequently observed, 5.4 swelling regions larger accompanied by white purulent secretion. Then he came to the hospital for treatment. After returning home, he was asked to observe frequently. The skin on (B)(6) appeared redness and was swelling again. Continuing communication and visits with the hospital, there were no identified problems such as blunt needles, burrs on the needles, sterility, or foreign bodies. It mainly occurs in severe neonates, difficult to withdraw the needle, and needle eye problems after needle removal.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0267172. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was involved with an adverse event without an identified device malfunction. After device use, the patient experienced redness and swollen at the indwelling site. Patient continued experiencing redness and swelling after discharge from the hospital. Patient returned to the hospital to receive additional treatment as a result. The following information was provided by the initial reporter: child went to hospital, right ankle was given intravenous indwelling needle puncture, on 4.27 pulling needle, patient was discharged from hospital on may 1. Child with the right ankle during partial discharge needle was still red and swollen, told relatives back home to give complexing iodine disinfection, frequently observed, 5.4 swelling regions larger accompanied by white purulent secretion. Then he came to the hospital for treatment. After returning home, he was asked to observe frequently. The skin on 6th appeared redness and was swelling again. Continuing communication and visits with the hospital, there were no identified problems such as blunt needles, burrs on the needles, sterility, or foreign bodies. It mainly occurs in severe neonates, difficult to withdraw the needle, and needle eye problems after needle removal.